Event description:
The radiofrequency programmer head which was returned with no information subsequently tested out of specification during manufactur ER's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during its analysis the programmer head failed its e-field immunity test and uplink tests and it was attributed to the cable being out of specification electrically. It was additionally noted that the head had internal corrosion and was unrepairable. The device will be scrapped. Product ID: 229047 software analyzer.